Event description:
At the end of the procedure. The 5fr 90cm shuttle sheath was exchange for a shorter sheath. During the exchange the shuttle sheath elongated and broke into three pieces. The sheath was able to be retrieve and remove. Post angiogram showed no dissection or extravasation.